Event description:
The facility's pharmacist reported to baxter (B)(4) that a dehp-free solution administration set had leaked due to a separation between the tubing and the luer lock. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Additional information: a sample was available for evaluation. A visual inspection revealed that the tubing was disconnected from the luer lock, confirming the reported condition. The root cause of this condition was due to under insertion. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.